Manufacturer narrative:
(B)(4). PMA/510(k) number not available.

Event description:
It was reported that the implant was being trephined out, bu the doctor can't remember why the implant was being trephined out.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown 3i implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Tooth location and length of the device usage is unknown. DHR review and complaint history review could not be performed for the unknown 3i implant, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for the unknown 3i implant. Complainant reported that the doctor was trying to remove a dental implant (reason for removal could not be confirmed after due diligence). The removal tool - a trephine burr fractured during the process. Doctor can't remember why the implant was being trephined out. The reported fractured unknown 3i dental implant was not returned. Since product has not been returned, the reported event (fracture implant) could not be verified. The fractured trephine burr was confirmed to be fractured. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . G4: date received by manufacturer . G7: type of report, follow-up number. H2: follow up type . H6: evaluation codes . H10: additional narrative.